Event description:
Lead management case to extract two leads due to cied system/pocket infection. Upon opening the pacemaker pocket a large amount of purulent fluid was noted. The leads were prepped with lld ez locking stylets. The physician made the decision to start with an 11fr tightrail on the atrial lead. The tightrail was advanced to the innominate/svc junction before catching on heavy fibrotic tissue. The physician then decided to utilize the 11fr tightrail on the ventricular lead. The tightrail dissected with difficulty to the position of mid svc before it was noted that the cathode of the ventricular lead had dislodged and the only traction was on the lead insulation. Again the physician returned to the atrial lead with the 11fr tightrail; successful removal of the ra lead was achieved and verified using tee. The physician then changed the device to a 14fr glidelight with a visisheath. Before placing the laser sheath on the ventricular lead the physician placed another lld into the lead; the desired amount of traction could not be obtained so the physician added a liberator to the lead. Upon reaching the location of the mid innominate vein it was noted that the liberator and lld combo had slipped to the svc/atrial junction. A large amount of fibrous binding was noted on the ventricular lead at the level of the mid svc causing snowplowing. The 14fr glidelight would not move past the point of the svc/atrial junction. The decision was made to attempt a femoral approach to extract the lead. After removal of the 14f glidelight the patient's blood pressure dropped. Tee detected a large effusion so a sternotomy was performed. A small perforation was identified in the svc. The remainder of the lead was extracted during the sternotomy and the injury was repaired. The patient survived the intervention.